Event description:
The report from the registry indicates that at one and six-month follow up, the pt reported angina pectoris. During an unscheduled visit in 2008, the pt reported angina pectoris. A coronary angiogram and ECG were performed and 55% diameter stenosis was visualized at the target lesion. The event was treated with balloon dilatation. There was no evidence of myocardial infarction, peri-stent restenosis or aneurysm formation. Timi flow was iii. This event was reported as related to the index device.

Manufacturer narrative:
This pt was randomized to the registry in 2007 for one-vessel disease. The indication for the index procedure was unstable angina pectoris. A staged procedure was not planned. The target lesion was at the proximal right coronary artery. The vessel was a native coronary artery. Reference vessel diameter was 2.75mm. Lesion length was 30mm. Pre-procedure diameter stenosis was 100% and post procedure was zero percent. Timi pre and post procedure was I and iii, respectively. The lesion was restenotic and a total occlusion of a taxus stent, with no major side branch involvement, irregular, and readily accessible at proximal segment. Angulation was <45 degrees, eccentric with little to no calcification and without thrombus. Lesion classification was type b1. A 6f-guiding catheter was used. The lesion was predilated with a 2.5x20mm balloon at 12atms. A pt graphix guide wire was also used. A cypher was deployed at 20 atms. Post dilatation was not performed. Only one stent was deployed even though the database indicates overlapping of stents; this is a data entry error. Ivus was not performed. Please note: device is distributed outside the us. However, it is similar to the us product. Any add'l info will be submitted within 30 days of receipt.